Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a low readings issue with the adc device was reported. The customer received a lower sensor scan result of 55 compared to unspecified readings obtained on an hcp meter. The customer stated that the sensor was not reading accurately and that the sensor was faulty. It was showing lows under 55, and they were admitted to the hospital, where unspecified readings were actually much higher. A healthcare professional treated the customer with insulin, glucagon, or other medication. Attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a low readings issue with the adc device was reported. The customer received a lower sensor scan result of 55 compared to unspecified readings obtained on an hcp meter. The customer stated that the sensor was not reading accurately and that the sensor was faulty. It was showing lows under 55, and they were admitted to the hospital, where unspecified readings were actually much higher. A healthcare professional treated the customer with insulin, glucagon, or other medication. Attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.